Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and performed testing with a cs300 trainer and observed no ECG fault or detection on the leads. However, the stm was unable to test the customer's ECG lead wires and trunk cable because none was available with the c300 unit at the site. Alternatively,the stm tested the ECG with a spare cable from another iabp and all ECG calibration tests passed. The stm then performed all calibration, functional and safety tests to meet factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an ECG lead fault error. There was no patient involved; thus no adverse event reported.